Event description:
(B)(6) 2015 - other advised enduser healthcare insurance provider. Other advised enduser stated battery will not charge. Other could not provide any further information.

Manufacturer narrative:
Additional information will be added as it becomes available.